Manufacturer narrative:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2011 and mesh was used. The patient was seen in the physician¿s office on (B)(6) 2013 and diagnosed with a recurrence of the hernia midline just above the umbilicus. The patient underwent a repair procedure on (B)(6) 2013. During the repair procedure, it was discovered that the mesh had torn. The patient also experienced pain. The current status of the patient was reported as no complications.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure in 2010 and mesh was used. The patient experienced a recurrence of the hernia and underwent a repair procedure on (B)(6) 2013. During the repair procedure, it was discovered that the mesh had torn. The patient also experienced pain. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.